Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) injected himself, resulting in a hole in the system. Additionally, the patient experienced fluid loss, which caused the pump to fail to inflate. A surgical procedure was performed to remove and replace the existing ipp. No patient complications were reported.